Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 07/31/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was found on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored; moisture was observed behind the display lens. The battery compartment and battery cap threads were damaged. The battery cap was unable to secure properly; a test cap was used for investigation. Leak testing revealed a case seal leak. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.